Event description:
Tested positive with the roche/sd biosensor at home covid test kit, negative with 2 other brands of test kits. Next day, pcr tested at (B)(6) labs through (B)(6), came back negative; 2 days later, used another roche/sd biosensor test from same kit, was positive. Next day tested with the ihealth covid at home test, it was negative. The only 2 positives were the roche/sd biosensor tests. I have no symptoms. They are false positives from the same kit. Only the 2 sd biosensor tests gave me positive covid test results over a 3 day period; 4 other at home tests by ihealth and abbott, were negative, as was my aegis labs pcr covid test was negative. I have no symptoms. (I am also a scientist and I know this doesn't make sense unless the sd biosensor kits are bad.) Sd biosensor distributed by roche diagnostics. FDA safety report ID # (B)(4).